Event description:
Following an eswl at an outpatient facility the surgeon attempted to remove the stent. During the procedure, the stent broke off into two parts leaving about 1/3 of the proximal part of the stent in the right ureter. An ivp done on 4/10/95 showed a partial obstruction of the right side. The pt entered this facility for removal of the retained ureteral stent.